Event description:
The manufacturer received information alleging an inspiration elite compressor emitted smoke and the patient claims to have seen flames. There was no reported patient harm during this event. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. (B)(4).